Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. Review of the system log file showed ¿malfunctioning flex vision pc¿. During investigation, philips engineer found that there was issue with flex vision pc. The philips engineer replaced flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system got stuck at 0:00 and there was no display on flexvision. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disk drive. After which the system was returned the system to use in good working order.